Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent hip surgery with an accolade tmzf hip stem on (B)(6), 2004 which has caused him pain and required revision on (B)(6), 2012.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf hip stem. An unknown lfit anatomic v40 femoral head was also noted in the report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.